Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Reportedly, assistance was required to address bg level. No additional information was provided.